Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. A maquet sheath was also returned. A catheter tubing kink was observed at approximately 56.9cm from the iab tip. Additionally, two catheter tubing/inner lumen kinks were also observed at approximately 39.4cm & 75.9cm from the iab tip, along with an optical fiber break found at the same location. The optical fiber was found to be broken confirming the reported alarm. However, we are unable to determine how or when this brake may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
It was reported during mid therapy, the balloon catheter fiber optic cable stopped working. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during mid therapy, the balloon catheter fiber optic cable stopped working. There was no reported injury to the patient.